Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis revealed that the battery shorted. The destructive analysis of the battery revealed that the unit failed due to cathode material penetrating the separators and contacting the anode grid of the electrode coil.

Event description:
It was reported that the device indicated elective replacement [eri] and it was unable to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.